Event description:
It was reported by sales consultant that a hand piece for battery powered driver was a damaged component and inoperable on an unknown date. It was also reported that the device did not malfunction during surgery while being used on a patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative investigation is on going; no conclusion could be drawn as no device was returned. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Additional information was received on 6/20/2013. The evaluation section of inspection sheet 530fi405 rev ¿k¿ indicates that the motor was not functioning. The circuit board, motor/gearhead, membrane switch, flex circuit, and all applicable parts were replaced.

Event description:
This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. According to the additional evaluation (service history review) no service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Product code corrected. Additional product code gxl.